Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side defaltion. Device remains implanted.

Manufacturer narrative:
Upon explant healthcare professional reported that the device was intact. This event is no longer considered reportable to the FDA. Additional, changed, and/or corrected data: b2, b5, d6b, h6.

Event description:
Upon explant healthcare professional reported that the device was intact. This event is no longer considered reportable to the FDA.